Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior, crease fold and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified: a smooth opening on posterior, wear abrasion and white calcification. Craters are observed on the surface of the shell. Based on the device analysis the final assessment is: smooth opening on posterior assessed as smooth opening.

Event description:
Physician reported "grossly ruptured implant with silicone gel". The device has been explanted.